Event description:
The account alleged the head and knee sections will unintentionally operate. No patient impact.

Manufacturer narrative:
The account replaced the complete right head side rail to resolve the issue.